Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 2500mcg/ml at 1300mcg/day. The indications for use were intractable spasticity and cerebral palsy. The patient heard the pump critically alarming and notified the healthcare provider on (B)(6) 2017. The pump was interrogated by the healthcare provider at the office and confirmed numerous motor stalls in the month of (B)(6), lasting anywhere from 1 hour to 48 hours. The healthcare provider stated that the patient has had no symptoms of withdrawal during these episodes. There were no environmental, external or patient factors that may have led or contributed to the issue. It was recommended immediate replacement of the device. Surgical intervention did not occur but was planned. The issue was not resolved at the time of the report and the patient status was noted as ¿alive, no injury¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump was replaced. During the procedure, they were unable to aspirate the catheter, so the catheter was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Analysis of the catheter identified damage to the sutureless connector (sc) which was consistent with explant damage.

Event description:
Additional information was received on (B)(6) 2017 and it was reported that the patient was in the office. The pump was interrogated and had motor stalls on (B)(6) 2017. No change in therapy was noted. The patient was scheduled for a pump replacement on (B)(6) 2017. The patient was given emergency information regarding baclofen withdrawal symptoms and was instructed to present to the ER (emergency room) if they experienced the symptoms. The patient was given oral baclofen to take if they developed withdrawal symptoms.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.